Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a hardware error code on (B)(6) 2015. No injuries or medical intervention were reported. Dexcom technical support advised patient to reset the device, but it was unsuccessful.